Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the pak needle fractured and the distal portion of the pak needle remained inside the patient, in the left l4 pedicle. Attempt to remove the retained, fractured pak needle was identified; several instruments were used to try to remove the retained cannula. However, it was very adherent to the surrounding bone, therefore, the surgeon elected to leave the distal fractured portion in the left l4 bone.